Manufacturer narrative:
H10:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicap extended life pd transfer sets disconnected from the titanium adapter and resulted in leaks. This was further described as happening while the patients are doing their routines of daily living (shopping, walking, working, etc.). It was reported that this has happened to ¿many patients whose transfer set fell off at work¿ which caused "fluid to be running out of their lower abdomen". The sets are in use on the patients for peritoneal dialysis (pd) therapy. The titanium adapters remained in use. There was no report of patient injury or medical intervention associated with these events. No additional information is available.